Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15th september 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully as another new ar-2324bcc was used. Ar-2324ptb was used to prepare bone socket. Bone quality of patient was normal and no fragments were left in the patient. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-2324bcc, batch 15327148, was received for investigation. The threads of the anchor were observed to be damaged. Additionally, the tip of the green outer shaft of the inserter was also damaged. Functional testing was not performed due to the damage present on the device. The most likely cause of the failure can be attributed to misuse, such as misaligned insertion or prying/leveraging the device during insertion. The complaint allegation is confirmed.